Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device replacement, after the pocket was closed, the patient's right ventricular (rv) lead showed increased and high thresholds as well as increased and high impedance. The pocket was x-rayed and there no concern of a loos lead pin. The physician chose to increase the rv output rather than risk infection by reopening the pocket. The rv lead remains in use. No patient complications have been reported as a result of this event.